Manufacturer narrative:
Evaluation summary: the cmos chip replaced. Correction information: g6: follow up #1; h2: type of follow up; h4: device manufacturer date; h6: coding changed, based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image freeze by angulation. This event occurred at the time of before use. There was no report of patient harm.